Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2008 the patient presented with pre-op diagnosis: compression fracture of l1 with queried marrow changes in l4-5, rule out metastatic disease. The patient underwent: biopsy with kyphoplasty of l1, l4, and l5, adjunctive fluoroscopic supervision, utilization and interpretation at each level. As per op notes, the balloons were let down and cement extruded until nice pillar was achieved and/or stopped before extravasation occurred. A total of 4.5cc of cement was instilled at l1 centrally and, at l4 and l5, a total of 3.0cc was placed on either side for a total of 6.0cc per vertebra at l4 and l5 respectively. Complications none. On (B)(6) 2010 the patient presented with pre-op diagnosis: advanced lumbar disk degeneration associated with lumbago and secondary foraminal stenosis induced by compression fracture deformity, lumbar. The patient underwent: anterior radical diskectomy, l4-5, followed by anterior lumbar interbody fusion, facilitated with placement of 9mm peek lordotic cage, packed with thermoplastic allograft polymer, supercharged with extra small rh-bmp2/acs mixed and left anterior iliac crest bone marrow aspirate, followed by anterior lumbar instrumentation, with intraoperative fluoroscopic supervision. As per op notes, significant dissection was performed at l4-5. The l4-5 interspace was confirmed then a box cut radical diskectomy was initiated. The inter space was ultimately template and a 9mm 9mm hyperlordotic cage was chosen, packed with thermoplastic allograft polymer mixed in bone marrow aspirate diluent. An extra small rh-bmp2/acs sponge was placed anterior to the posterior longitudinal ligament and the cage was impacted in an anterolateral gantry. A best plate template was chosen and applied with 30mm and 35mm screws applied again in the anterolateral gantry to accommodate the position on the spine. Complications none. On (B)(6) 2010 the patient presented with pre-op diagnosis: lumbar degenerative disk disease at l4-5. The patient underwent: anterior radical diskectomy, insertion of prosthetic device, anterior lumbar interbody fusion, and anterior instrumentation with plate at l5-s1. As per lop notes, after adequate exposure of the disk space diskectomy was performed followed by insertion of the cage anterior lumbar and by fusion and instrumentation with a plate. Patient tolerated the procedure well. Post-operatively, patient sustained unspecified injuries. On (B)(6) 2012 the patient underwent esophagogastroduodenoscopy with biopsy and esophageal dilatation.